Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition since the patient had tortuous vessel/aorta.

Event description:
The user facility reported a 79-year-old male patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during placement the guidewire was bent after attempting a second time to insert the impella. Additionally, attempted to use the 14fr was unsuccessful due to the patient¿s vessel tortuosity. The sheath was exchanged, and another guidewire was used. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.